Manufacturer narrative:
(B)(4). Unit received with a blank display due to broken traces at internal battery connector. Unable to perform the displacement, sleep current measurement, active current measurement, and self-tests due to blank display. Unit had cracked end cap, cracked keypad overlay, broken belt clip rails, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring. Unit p-cap, test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The device will be returned for analysis.